Event description:
Device evaluation: the export aspiration catheter without the marker band attached was received for evaluation. The catheter is kinked 54cm from the tip. The proximal exit port and tip are intact. The wire lumen is not torn. The export wire lumen exhibited damage in the form of two holes approximately 7mm to the tip. Cine image review: procedural images were received for review. Images were captured showing the introduction of the export ap device in the diseased proximal lcx. The export aspiration catheter was evident on the procedural wire prior to a stent being introduced. Two stent markers were observed on the wire. An additional marker band was also observed on the wire ¿ this possibly could be aspiration marker band. A total of 5 markers were evident on the wire (two from the stent, one possibly from the aspiration catheter and possibly 2 from the balloon). The final images show the wire removal from the coronary vasculature indicating that the marker band was being removed along with the wire, however it was confirmed that the export marker band was lost in the introducer sheath.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: cine image review. Results, conclusions: very calcified lesion, complexities encountered during procedure.

Event description:
An export aspiration catheter was used to treat a severely calcified lesion in the riva. Lesion pre-dilation was performed. It was reported that the physician could not pass the very calcified lesion with the export catheter. Resistance was encountered during the attempt to remove the export catheter. It was reported that the export radiopaque marker detached during the removal attempt. The physician tried to catch it but lost it near the introducer sheath. The maker remains in the peripheral vessel. It was reported that it was possible the export caught on calcification resulting in the detachment. No visible damage was noted on the export device prior to the procedure. No intervention was attempted to remove the detached marker. No clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.